Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4568-53, implanted: (B)(6) 1999. (B)(4).

Event description:
If was further reported that the rv lead may have an insulation breach.

Event description:
It was reported that the patient's right atrial (ra) lead caused an atrial lead warning for low lead impedance. Due to the low lead impedance the ra thresholds increased, thus the patient was programmed to high output in the ra. The lead was capped and replaced. The patient's right ventricular (rv) lead impedance was in range but current trending reported significant decrease in impedance with associated rise in thresholds. The lead capped and replaced. Due to the rise in thresholds and the associated increase in programmed outputs for both the ra and rv, thus the device did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range with a lead warning on (B)(6) 2014. The impedance trend on the rv (right ventricular) pacing lead was decreasing from approximately 450 ohms to 250 ohms.